Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear impant. The patient was seen at the center for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device has been scheduled.